Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have the conductor wire broken at the proximal end in the waterfall pulleys. As a result, the instrument failed an electrical continuity test. Based on the information provided at this time, this complaint is being reported due to following: the instrument had a conductor wire broken at the proximal end with no evidence of mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps stopped coagulating. The customer used a spare instrument and proceeded with the case. The procedure was completed with no reported injury.